Event description:
Reporter stated the infusion device has delivered unintentional boluses. The customer experienced extreme hypoglycemia of 30-50 mg/dl, and he was transported to the hospital by ambulance and treated with a glucose infusion. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.